Event description:
During preventative maintenance of the device, the field service rep reported that there was a crease in the membrane of the roller head. Further investigation found a cut at the lower end of the crease. A new membrane was installed. Since the event occurred during preventative maintenance, there was no pt involvement during the event.